Event description:
Device 1 of 2 reference MFR. Report: 3006705815-2018-02031. Follow up revealed that the patient's scs system was explanted.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient was receiving inadequate therapy, due her leads auto-reducing caused by a fall. In turn, x-rays were performed revealing invalid impedances on all contacts except one. As a result, the patient plans to undergo surgical intervention at a later date.